Event description:
A monarc subfascial hammock was implanted on (B)(6) 2007 to treat stress urinary incontinence that the pt had been experiencing for "several years." "I think the mesh did not stay in place and it has not helped at all, in fact my condition has worsened and there is an irritation," and "wetting accidents." "I feel like my muscles have been ruined in the pelvic region." "I have more urinary problems than I had before the procedure and pain (post-op) also."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.